Event description:
Baxter product surveillance received a report from a home pt's nurse that a home pt a transfer set separate from the quinton betacap adaptor (plastic, part#661001) used to connect to the catheter. The home pt had been using peritoneal dialysis since 4/2002, and this particular transfer set had been placed 02/2006. Although prophylactic antibiotics were administered (1g cephazolin, intraperitoneal), there was no pt injury or medical intervention associated with this incident.